Manufacturer narrative:
Sample 1 was not centrifuged as a pretreatment for the tpu assay. Product labeling states "centrifuge samples containing precipitates before performing the assay. Non-centrifuged samples may produce elevated results." The customer does not clean the probes regularly. Product labeling states "maintenance schedule daily-cleaning sample probe, reagent probes, ise probe and ise sipper nozzle." Non-roche reagents were used in module 2. Product labeling states "programming a special wash for c 501 modules reagent probe, sample probe or cell washes may be required due to potential interference from other reagents or samples. These special washes maintain reagent and sample integrity." "Naohd - sms - smpcln1+2 - scc special wash requirements - cobas c 501 intended use naohd: wash solution for reagent probes and reaction cells on cobas c systems. Wash solution for reaction cells on cobas c systems. Sample cleaner 1, and sample cleaner 2: wash solution for sample probes on cobas c systems." A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable tpuc3 total protein csf gen.3 results for two urine patient samples tested on two cobas 6000 c501 modules. It is unknown if the initial results were reported outside of the laboratory. The patient samples were run in two c 501s - module 1 and module 2. For sample 1, the uncentrifuged urine patient sample was run five times on module 1. The differences in the results prompted reruns in module 2. For sample 2, the centrifuged urine patient sample was run after new calibrators and qcs were used for both modules. Refer to the attachment in the medwatch for the questionable results. The reagent lot number is 626934 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The calibration data from (B)(6) 2022 was within specifications. The qc was within specifications. The precision check was within specifications. The preanalytical data revealed that the samples were not centrifuged as pretreatment for the tpu assay. The alarm trace provided for (B)(6) 2022 was provided. The alarm trace provided on (B)(6) 2022 had an "abnormal sample aspiration" alarm. The field service engineer (fse) cleaned the probes, checked the gear pump pressure control and replaced the lamp/tub replacement in both of the modules. Calibrations and qcs were performed in both of the modules with successful results. A hardware check was performed in module 1 and no issues were noted. The field application specialist (fsa) also inspected the modules and did not find any issues. They changed the lamp and the cuvette in module 1. The investigation noted that the customer does not clean the sample and reagent probes regularly. Product labeling states "maintenance schedule daily - cleaning sample probe, reagent probes, ise probe and ise sipper nozzle." The investigation determined that the gear pump pressure fluctuates between 200-300 kpa. According to manufacturer recommendations, gear pump or gear pump head needs to be exchanged after 5.000 operation hours. Even with low sample throughput routine conditions like rack reception mode increases aging dramatically. The pressure needs to be adjusted to>300 kpa on all different module types. Product labeling states "exchange gear pump head every 5000 hours in operation." The investigation ruled out a general reagent problem because calibration and qc were acceptable. The investigation determined that the issue was consistent with a combination of sample handling and maintenance-related issue.